Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there were 4 bd ultra-fine¿ insulin syringe(s) that had difficult plungers. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: customer returned (6) six loose 1/2cc, 6mm syringes. Customer states that the plunger is difficult to move. All returned syringes were tested and all were able to draw and expel properly without any observed defects. As per manufacturing, a review of the device history record was completed for batch# 7095759. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted [20068000] for dry barrels. There were eight (8) notifications (B)(4)noted that did not pertain to the complaint based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure conclusion: root cause cannot be determined at this time as the issue is unconfirmed.